Event description:
Rptr noted corneal burn occurred at the beginning of phaco. Changed cassette, flushed ports and continued case. Used three sutures to close wound. Pt reportedly recovering well. Feels system overheated.